Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a false positive architect total b-hcg result for one sample. The following data was provided: initial result = 26.72 miu/ml, repeat was <1.2 miu/ml. No impact to patient management was reported.

Event description:
The customer observed a false positive architect total b-hcg result for one sample. The following data was provided: initial result = 26.72 miu/ml, repeat was <1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) reviewed the instrument logs determined a dirty arc, probe was the cause of the issue. The arc, probe was cleaned which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional discrepant/erratic patient results reported for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i2000sr did not identify an increase in complaint activity for the complaint issue. A review of tracking and trending did not identify an increase in complaint activity for the arc, probe. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i2000sr processing module for serial (B)(6) or the arc, probe was identified.